Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review and functional testing were performed. No malfunctions or abnormalities were identified during service. The pump was returned to the customer in good working condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and a service history record review were performed and revealed no abnormalities that could have caused or contributed to the reported issue. The reported problem could not be verified. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. Additional information was requested and is not available.